Event description:
Case description: investigation result: novorapid® chu penfill® - batch unknown no investigation was possible, because neither sample nor batch number was available novopen® 4 - batch unknown no investigation was possible, because neither sample nor batch number was available since last submission the case updated with the following information: -investigation report updated. -manufacturer's comment updated -narrative updated accordingly. Manufacturer commment: 02-apr-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 649204. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid chu penfill. H3 continued: evaluation summary novopen® 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); hyperglycaemia [hyperglycaemia]; novopen 4 was broken and the piston rod did not come out, could not feel the clicking touch of injection and could not inject for 2 days [device failure]; novopen 4 was broken [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia" beginning on an unspecified date, "novopen 4 was broken and the piston rod did not come out, could not feel the clicking touch of injection and could not inject for 2 days" beginning on (B)(6) 2019, "novopen 4 was broken" beginning on (B)(6) 2019, and concerned a male patient who was treated with novorapid chu penfill (insulin aspart) from unknown start date due to "type 1 diabetes mellitus" (dose and frequency 18 iu, bid), , novopen 4 (insulin delivery device) from (B)(6) 2019 due to "type 1 diabetes mellitus". Patient's height, weight and body mass index was not reported. Medical history included type 1 diabetes mellitus (duration unknown). Concomitant products included - insulin (insulin) - two unspecified insulins. Historical device included novopen 300 (non-codable). It was reported patient used three kinds of insulin preparations, of which only novorapid was used with novopen 4. Patient attempted an injection of novorapid with novopen 4 twice, at 18 units after a test shot. On (B)(6) 2019, patient could not inject insulin as novopen 4 was broken and the piston rod did not come out (could not feel the clicking touch of injection) which caused hyperglycemia with blood glucose level between 300 to 600mg/dl on both days. Action taken to novorapid chu penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycaemia" was not reported. The outcome for the event "novopen 4 was broken and the piston rod did not come out, could not feel the clicking touch of injection and could not inject for 2 days" was not reported. The outcome for the event "novopen 4 was broken" was not reported.